Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the mna decoder within the hexavue ip custom room rack required resetting. The technician reset the mna decoder, tested the function and operation of the camera box and hexavue ip custom room rack, confirmed them to be operating to specification. The hexavue ip custom room rack was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the camera box connected to their hexavue ip custom room rack would not display video. The procedure was completed successfully following a short delay. No report of injury.